Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a follow up transesophageal echocardiography (tee) on (B)(6) 2025, the closure device was noted to have shifted proximal and now a leak is present. The patient is asymptomatic. There were no patient complications. No further information was provided.